Manufacturer narrative:
This device is not available for return at this time, however if returned analysis will not be performed as the cause of infection is already known. No further information concerning this report is currently available. This investigation will be updated should further information be provided.

Event description:
It was reported that this product was explanted due to infection. No additional adverse patient effects were reported.

Manufacturer narrative:
This device is not available for return at this time, however if returned analysis will not be performed as the cause of infection is already known. No further information concerning this report is currently available. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filled to include additional information. The patient reported that the patient had developed approximately 40 ounces of purulent discharge around the device site and had the purulent discharge removed. No additional adverse events were reported.